Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their aligner has sharp inner edges that are cutting their tongue. Photos provided by patient show fit is with in normal limit, cheek looks red and irritated. Provided step #1 fit tips and asked patient to give update if fit improved.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.